Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 410 mg/dl overnight without the insulin pump and she took insulin and dropped to 40 mg/dl. Customer other blood glucose value was 251 mg/dl. The customer was assisted with troubleshooting. The customer stated that insulin pump received failed battery alarm. Customer was not on insulin pump overnight. Customer was not alleging insulin pump for under delivery. The insulin pump will not be returned for analysis.